Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue event on (B)(6) 2026. The patient reported infusion set fell off during use.customer reports set has been in use for: 6-12 hours no further information available.